Manufacturer narrative:
Suspect device returned and tested on 08/03/2011. Results were in range and no failures were detected.

Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at around 4:00pm. Pt reported testing with the prodigy autocode three times and receiving results of 300mg/dl, 195mg/dl, and 209mg/dl. She stated she also received a reading of 400mg/dl the day before. Pt said around 4:00pm, she felt dizzy and was transported to the emergency room. The added that she had taken metformin. Reading at emergency room was 139mg/dl. Pt was put on a liquid substance unk to her, possibly and IV, and was discharged at 9:00pm with a reading of 134 mg/dl. There was no mention of the meter being used in the emergency room, but pt said that the doctors told her to change it because it wasn't reading correctly. Pt said she doesn't wash hands and/or use wipes prior to testing, uses the first drop of blood and does not change needles. Cc rep walked pt through the correct steps in performing a blood glucose test and the result was 155 mg/dl. This was about 3 hours after the pt had eaten. Pdc sent replacement and a prepaid envelope w/the request that suspect product(s) be returned.